Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump failed the high pressure test and alarmed motor error. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.